Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device at the time of this report a follow up report will follow with the information from the DHR.

Event description:
It was reported that during an eviva procedure using an atec console the customer reported issues with the vaccum and could not aspirate correctly more than one sample. Procedure had to be aborted and the patient rescheduled since not enough samples were obtained. A field engineer examined the console and it was determined that the vacuum hose was the issue which was replaced. After replacing the hose the system was functioning correctly and the system met the manufacturer´s specifications.